Event description:
The customer stated that vrtx error 0002 in task 40 occurred on the axsym analyzer while attempting to run a stat troponin assay and a drugs of abuse (doa) assay, including amphetamine. A new disk for doa version 8.0 had been loaded that morning and the amphetamine cutoff values had been edited. The customer was directed to cycle power and a copy of the prod correction letter was faxed to the customer. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an internal report. An investigation is in process. A final report will be submitted when the investigation is completed.